Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place is missing. Customer's blood glucose was unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the device for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer.